Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the t-shaped mounting port of the forceps channel was loose attributed to physical stress. Additional evaluation findings were as follows: due to a failure of the insertion section, the image becomes black with watermarks and the image did not return to normal even after drying the control section, the image guide bundle was broken, the control section was severely immersed, the switches did not work, the cover of the bending section was missing and both the bending cover and the channel-tube had leakage, the appearance of the probe was blackened and worn, and the 11th and 32th ultrasonic cable were damaged. A recall action for the ID board replacement will be performed. A review of the device history record found no deviations that could have caused or contributed to the image disappearance or the coating at the connecting tube peeling off, the device was shipped in accordance with specifications. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the root cause could not be identified. Although it is presumed that the t-shaped mounting port of the forceps channel being loose may have occurred due to physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the instrument channel tube port was loose on the evis lucera ultrasonic bronchofibervideoscope. The issue was found during reprocessing. The intended procedure was for a diagnostic endobronchial ultrasound transbronchial needle aspiration (ebus-tbna). The procedure was completed with a similar device. There was no report of delay or harm to a patient or user associated with this event.